Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not able to turn the ipg on or off using his magnet. The pt reported he had been able to use the magnet successfully, but the issue slowly developed. The sjm representative met with the pt, and the issue was confirmed. It was reported the pt was receiving effective stimulation, and will use the programmer to control his stimulation. No further intervention was planned.